Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had received software error and the main arm cannot communicate with the motor arm error. The customer's blood glucose level was unknown at the time of the incident. The customer also received the hardware rtc date and time error. The customer was assisted in troubleshooting for this error and it was reported that they were able to clear the alarm and able to complete the insulin pump rewind. The customer was advised to monitor the insulin pump and according to the software error, the insulin pump was needed to be changed. The insulin pump will not be returned for analysis.